Manufacturer narrative:
(B)(4). Date sent: 05/12/2021. D4: batch#: u5e50p. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage with one reload present. The reload was received completely disassembled, uncut and with the knife recess below the cartridge deck, however, it was void of staples and with the drivers exposed. The device was tested for functionality with a test cartridge and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, the stapler fired but did not cut. I observed that the reload was missing the plastic part at the top of the reload. It was in the scrub tech¿s trash bag. So was the little pin. We got another reload and fired again. Had to cross previous stapler lines. Used second stapler and reload. The surgery was not delayed. There were no patient consequences reported.